Manufacturer narrative:
Based on the available log file, the reported case could be reconstructed. It was found that during the case in question, a failure of the inspiratory pressure sensor of the vgc (ventilation and gas controller) was detected by the device. In consequence, the ventilator initiated an autonomous shutdown while changing mode to man/spont accompanied by the corresponding "ventilator fail" alarm as specified. In this case, manual ventilation as well as monitoring function remains unaffected. On-site, in follow-up of the event, the dispatched fse replaced the affected pressure sensor as a precautionary measure. The device was successfully tested afterwards and was returned to use without further problems reported. Within the last three years, only one similar case has been reported.

Event description:
It was reported that during a case, there was a failure of the pressure sensor leading to a ventilator failure. There was no injury to the patient reported.